Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Please confirm how many devices present the issue ( 3 o r 4)? What was used to complete the procedure? Did the surgery was completed successfully? Did these issues occurred in the same single procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-07989, and 2210968-2021-07990.

Event description:
It was reported that an animal underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.